Manufacturer narrative:
(B)(4). Vomitting. Surgical intervention . Vomiting occurred . Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What date did the patient experience fever and vomitting? Did the patient have an infection prior to the initial procedure? If so, where? What are the patient's demographics - age, date of birth, bmi, past medical history? During the re-operation, what was performed? The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that the patient underwent an endometriosis procedure on an unknown date, and absorbable hemostat was used. After discharge, the patient experienced fever and vomited. The physician opines that semi fluid seen in ultrasound may have led to the vomiting. The patient underwent a re-operation. The physician opines that the contributing factors to the reaction may be because of infection or use of other hemostat. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please provide the date of the surgery and date of the event. (B)(6) 2017 , (B)(6) 2017. What date did the patient experience fever and vomiting? After discharge, patient was having high fever and vomit continuously. Patient is ok now. Did the patient have an infection prior to the initial procedure? If so, where? Vaginal infection exist at time of surgery. No other medical history. During the re-operation, what was performed? No information.